Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that post procedure the patient had syncope with additional imaging, non sustained ventricular tachycardia (nsvt) with cardioversion, acute kidney injury (aki) and proximal right fibula non displaced fracture with possible relation to the subject flow diverter. Additional information provided by the customer indicated that there was no difficulty encountered during the procedure and the evolve fds was implanted successfully where it covered the aneurysm neck completely in conjunction with a previously implanted device. No device deficiencies were noted. It was reported that the aes relatedness to study procedure, study device, underlying condition or disease was "possible". Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that post procedure in a clinical trial, to treat a 5.0mm saccular aneurysm in the right internal carotid artery-communicating (c7 segment), the patient had a near syncopal episode. Procedure was completed successfully but there is a possible relation of the event to the subject flow diverter used. Head imaging showed no acute findings. Cardiology was consulted for episodes of non sustained ventricular tachycardia (nsvt). Patient had cardioversion 2 days post event. Acute kidney injury (aki) was observed on lab work. Patient also had a proximal right fibula non displaced fracture. Patient was known to have atrial fibrillation, cardiac arrhythmia, congestive heart failure and hypertension in medical history. The syncopal episode resolved 7 days later. No other information is available.

Event description:
It was reported that post procedure in a clinical trial, to treat a 5.0mm saccular aneurysm in the right internal carotid artery-communicating (c7 segment), the patient had a near syncopal episode. Procedure was completed successfully but there is a possible relation of the event to the subject flow diverter used. Head imaging showed no acute findings. Cardiology was consulted for episodes of non sustained ventricular tachycardia (nsvt). Patient had cardioversion 2 days post event. Acute kidney injury (aki) was observed on lab work. Patient also had a proximal right fibula non displaced fracture. Patient was known to have atrial fibrillation, cardiac arrhythmia, congestive heart failure and hypertension in medical history. The syncopal episode resolved 7 days later. No other information is available.

Manufacturer narrative:
Device is implanted in patient.